Manufacturer narrative:
D10 concomitant product: ta3035s - ta3035s ta 30-3.5 reloadable stapler, lot# p3a0303. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during abdominoperineal resection, when stapling the anal canal, when the surgeon tried to perform the stapling line, the staples did not deploy. The surgeon then replaced it with another device and reloaded again. The user could not confirm where the main problem was, if it was the stapler or the reload. There was no patient injury.